Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle experienced device damage while still considered operable. The following information was provided by the initial reporter: consumer stated when she removed tear drop label, there was no needle at the non patient end.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 1068592; d4: medical device expiration date: 2026-03-31; h4: device manufacture date: 2021-03-09. H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle experienced device damage while still considered operable. The following information was provided by the initial reporter: consumer stated when she removed tear drop label, there was no needle at the non patient end.